Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that tools fell on the pump and the touch screen became cracked and subsequently, a unspecified malfunction occurred. The customer's blood glucose level was 158 mg/dl. Reportedly, the customer reverted to an alternate method of insulin therapy.